Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx pro laa closure device with delivery system (wds). The closure device was unable to be implanted due to patient anatomy, the procedure was aborted, and the closure device was removed. Following removal of the closure device a small pericardial effusion was identified around the right ventricle. No interventions were required in response to the pericardial effusion. The patient fully recovered and was discharged.